Manufacturer narrative:
The device was returned for evaluation. It was identified that the handpiece had a faulty transducer due to delamination. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The reported complaint was confirmed. The handpiece transducer was faulty and thus the cause of the complaint incident. Device identifier: (B)(4). Product identifier: (B)(4).

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra quality assurance technician reported on behalf of the customer that a c2602 cusa excel 36khz straight handpiece was defective. The date of the event was not specified and it was unknown if there was a known patient injury or delay. Additional information has been requested.